Event description:
Pt brought into ER by ambulance with loss of consciousness. IV started by ambulance crew. Initial IV was discontinued by ICU nurse who found end of catheter broken off. X-ray showed tip of catheter lodged in soft tissue of left upper arm. Physician chose not to surgically remove catheter tip at this time.